Event description:
It was reported that patient would go to charge their implanted neurostimulator(ins) and the controller would say replace controller battery. Patient said they would charge for a little bit and then system problem (m05) would come up. Patient mentioned they had to reset the controller about 6 times yesterday to get the implant to start recharging. Patient confirmed there were no issues charging the controller to the wall outlet, and that the controller seemed to charge fine from the wall. Patient also confirmed no rattling or shaking inside the controller. Patient services (pss) had patient reset controller by removing and reinserting li battery pack. Patient then connected recharger and confirmed they were able to start a recharging session with excellent quality. Patient stated sometimes the charging quality would go away all together and just state recharging, and then the light sometimes would go orange in color. Patient stated the recharger gets warm on occasion, but never hot. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. See previous cases for the report of patient mentioned they got a new controller about a month ago and it was doing fine until within the last 2 weeks. Patient confirmed no more unresponsiveness to the controller. Patient stated event date was two weeks ago. Patient mentioned that their stimulation helps their back issues a lot, and they can always tell when the battery is getting low or discharged due to pain. Pss reviewed longevity info as patient stated they know they are coming closer to replacement for the implant.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], revealed. Analysis found:"cable insulation is peeling away at donut end and wires are exposed." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.